Event description:
It was reported that the patient's blood glucose level dropped to 31 mg/dl while wearing the pod. The patient called paramedics to their home. The paramedic treated the patient with an 18 gram glucose injection. The paramedics left the patient's home after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.